Manufacturer narrative:
H6: the associated device, intended to use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A review of complaint history revealed additional complaints for the listed device. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during set up for trauma procedure, the tip of the evos sm 2.5mm fixed handle linear hex dr was found to be broken. A delay of less than or equal to 30 minutes was reported. The procedure was finished using a smith and nephew back-up device. No patient injury or other complications were reported.